Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an ablation procedure, the right atrial lead dislodged. On (B)(6) 2014 the lead was explanted and the atrial port of the device was plugged. There were no adverse events and the patient was in stable condition post procedure.